Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging battery indicator. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (02/27/2014)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) on (B)(4) 2014 with the following findings: the meter was observed to have a high sleep mode current due to a partially short with one or more of capacitors (c86, c85, c84, c20, c22). The usb cable and ac adaptor passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.